Event description:
It was reported that the user experienced hyperglycemia after disconnecting from the infusion set for a bath and not reconnecting, resulting in rising blood glucose to 306 mg/dl; the user subsequently reconnected, performed a fill cannula, and continued monitoring. Investigation included customer interview and troubleshooting education. Further investigation of this case revealed user handling contributed to interrupted insulin delivery due to failure to reconnect the infusion set after bathing. Symptoms included elevated blood glucose. Outcomes included correction of blood glucose with values trending down to 244 mg/dl, without medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was attributable to user error with the infusion set connection, and device function was not implicated.